Event description:
It was reported the insulin pump kept alarming no delivery. Customer stated he changed the infusion set four times and all five sets caused the same issues. Customer's current blood glucose was 16mmol/l. Customer states the device alarms every time he attempts to fill cannula. Self test was performed and device passed. Displacement test was performed and device passed. No cracks noted on the device. Multiple no delivery alarms noted in the device history. Customer was advised to try to use a different reservoir from another box. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.